Event description:
The ortho summit plus (foreign country - hamilton microlab at plus 2) instrument did not pipette sufficient sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.